Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The country of origin is (B)(6). Facility name: (B)(6). The field service engineer identified a number of issues with the analyzer and changed numerous parts, performed adjustments, and made replacements that corrected them. A reproducibility test and a performance check were performed with acceptable results. From the information and data provided, a general reagent issue most likely can be excluded. The investigation determined that the issue was likely related to the overall physical condition of the analyzer and the corrective hardware issues that were needed/performed.

Event description:
The initial reporter complained of questionable elecsys ft4 iii assay and t4 results for four (4) patient samples on a cobas 6000 e 601 module analyzer. Sample ID: (B)(6). The initial ft4 result was 1.54 ng/dl and the repeat result was 1.16 ng/dl. Sample ID: (B)(6). The initial ft4 result was 1.99 ng/dl and the repeat result was 1.22 ng/dl. Sample ID: (B)(6). The initial ft4 result was 2.75 ng/dl and the repeat result was 1.68 ng/dl. Sample ID: (B)(6). The initial ft4 result was 2.15 ng/dl and the repeat result was 1.26 ng/dl. The initial t4 result was 20.02 and the repeat result was 8.44. The unit of measure was not provided. The results were reported outside the laboratory. The ft4 reagent lot number was 49438801 and the expiration date was 30-sep-2021. The t4 reagent lot number and the expiration date were not provided.